Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 104 mcg/day) via an implanted pump. It was reported that the patient had signs of infection around the pump pocket and slight wound dehiscence. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the patient had recently had a routine pump replacement procedure. No troubleshooting was performed and there was no questionability with regards to the therapy or device. The physician elected to do a pocket washout and replaced the pump due to suspected infection of the pocket from the previously/recently replaced pump. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.